Manufacturer narrative:
H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported issue was not cause by the software. Analysis found that the software functioned as designed. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , serial/lot #: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that it was the issue occurred prior to a biopsy and there was a delay of about 5-10 minutes. There was no patient impact. It was also noted the inaccuracy amount couldn't be measured as it was showing only 1.5mm of inaccuracy average, however while navigating the right ear, it displayed that the site was above the left eye. The manufacturer representative (rep) confirmed that after changing registration orientation, they were able to continue the procedure.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site was having difficulties registering a patient while in surgery. Site passed registration using fiducials but found that accuracy was off during verification. Site was navigating on top of the right ear but system showed as on top of head. Site tried reregistering two times with no change. The clinical specialist (cs) noted that when registering fiducial number 8, fiducials 10 and 11 turned red despite having not been registered yet. Fiducials were placed symmetrically on patient. Site was also registering fiducials using a passive planar probe. Troubleshooting involved the cs deleting some of the symmetrical saved fiducials with no change. No touch and go probe available. Site switched to three point touch registration. Unknown delay. Unknown patient impact.